Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694765 implantable tachy lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; 5071-35 implantable pacing lead (B)(6) 2009; 5873w adaptor (B)(6) 2009. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator in less than four years. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.